Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the sleeve covering the non-patient cannula was bent leading to blood leakage. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 23-sep-2024 investigation summary material #: 368609 lot/batch #: 4150130 bd received 40 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for side-pierced sleeve was observed. Additionally, ten of the customer samples were evaluated by visual examination and functional draw testing and the indicated failure mode for side-pierced sleeve / sleeve leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd determined that the root cause of the indicated failure mode was attributed to a jam in the manufacturing process at the station where the sleeve is applied due to wear in some of the production components. The associated components were identified and replaced. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the sleeve covering the non-patient cannula was bent leading to blood leakage. There was no report of adverse impact to patients or users.